Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The usm 1 was analyzed and in remote fe, the 22020 error was found indicating engagement fault on the usm carriage, confirming the fault occurred in the field. Upon visual inspection, excessive rust was found on gearboxes. The usm was installed onto a golden system where t component functioned as expected. The usm was then installed onto a pf where all relevant testing was passed within specification. Once testing was completed, the carriage was inspected, and no faults could be identified.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy radical without lymphadenectomy surgical procedure, the site informed intuitive surgical, inc. (Isi) technical support engineer (tse) that an instrument failed to engage on universal surgical manipulator (usm) 1. The site replaced the instrument drape, but the issue was not resolved. The site found that one of input disks on usm 1 did not spin. Site undocked the system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) had issued a return material authorization (RMA) to have the device returned. Isi has received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.